Event description:
Patient reported experiencing high blood glucose (400 - 500 mg/dl), a few weeks ago. She attempted to lower blood glucose by bolusing and changing infusion sites; however, her blood glucose remained high. No error messages were generated by the device. Patient switched to her back-up device and her blood glucose returned to normal.